Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the pump had given frequent, unexplained insulin flow blocked alarms. The customer had also reported that the pump gave a random high-pitched alarm, the buttons were harder to press, and the pump battery life was down to two weeks. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-1884, and mmt-332a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the keypad anomaly and short battery lifetime. No harm requiring medical intervention was reported. No product return is required for mmt-397a, mmt-1884, and mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, self test, sleep and active current test. All buttons function properly while navigating the menu and during testing. No keypad anomalies noted. No high pitch sound noted. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 6.0 received the low battery alert (104) on (B)(6) 2026 04:25:00 after more than 7 days at 14.85 days. Battery cycle 4.0 received the low battery alert (104) on (B)(6) 2026 22:30:01 after more than 7 days at 11.14 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 17:26:01 after more than 7 days at 11.42 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 07:07:00 after more than 7 days at 10.61 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no delivery alarms were recorded. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. Keypad overlay was removed with no visual anomalies on keypad traces. The following cosmetic damages were noted: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. In conclusion customer concerns were not confirmed during testing. Unit was tested successfully, no insulin flow block/no delivery, and keypad anomalies noted. In addition, customers alleged of low battery alarm or short battery life were not confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. High pitch alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.